Event description:
Additional information was received from a health care provider (hcp). The patient was on no other medications at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Patient history included spinal cord injury/spinal cord disease and intractable spasticity. The patient's pump was placed in 2003 and the patient underwent a subsequent revision in 2004. The reason for the revision, troubleshooting, diagnostics, patient symptoms, and event outcome were not reported. Additional information has been requested but was not available at the time of this report.